Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed an oval shaped .105" x 090" piece missing from the distal end of the tube extension. The missing piece is adjacent to one of the keys that mates with the proximal clevis. There is a scratch mark on the proximal clevis section revealed by the missing piece and various small scratches on the proximal clevis shoulder feature that acts as a hardstop for the tube extension. A tip cover believed to have been used in conjunction with the instrument was also returned with a piece of the sleeve broken off that matches the shape of the missing tube extension piece. Evidence is inconclusive, however, damage to the instrument most likely due to mishandling/misuse. No other damage found. Conclusions: the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Manufacturer report # 2955842-2010-00119 was also submitted for the mcs tip cover accessory.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed, a "gray and orange plastic piece" fell into the patient. A piece, approximately 2mm in length was not retrieved, however, the "gray" piece was found and removed from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.